Event description:
Reporter alleged the advantage system generated a blood glucose result of 4 mg/dl which is outside the labeled reading range of 10-600 mg/dl. Values < 10 mg/dl should display as "lo". No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.